Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe had a cracked barrel. No serious injury or medical intervention was reported.

Event description:
It was reported that bd luer-lok syringe had a cracked barrel. No serious injury or medical intervention was reported.

Manufacturer narrative:
Two photos and five physical loose 5ml syringes in a plastic bag were received and evaluated. The samples were visibly manipulated with plungers drawn half way up the barrel and had unidentified liquid residue inside the barrel. All 5 syringes had small cracks between 1/4 and 3/8 inch long in their barrels located between the zero line and 1ml markings. Due to the manipulated nature of the returned samples it is difficult to determine whether the cracks observed were a manufacturing defect or a result of the manipulation of the product after it left the plant. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.